Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the device passed the drop test, but complete functional testing could not be completed as the device was unable to fire. Therefore the investigation is confirmed for failure to fire, but will remain inconclusive for the alleged self-activation. Upon disassembly it was noted that the right bumper was bent. The root cause for the reported self-activation and identified firing issues is likely the missing bumper. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Device code: 2610).

Event description:
It was reported that during an ultrasound-guided breast biopsy, the bottom slide of the device allegedly self-activated outside of the patient. It was further reported that a coaxial was not used and the procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the bottom slide of the device allegedly self-activated outside of the patient. It was further reported that a coaxial was not used and the procedure was completed with the same device. There was no reported patient injury.